Event description:
Pt alleges receiving implants in 1968 from an unk MFR. Pt also alleges her implants have hardened, she has arthritis in her joints which is very noticeable in her hands and her implants are leaking; therefore, she was recently told to have her implants removed.